Event description:
The care giver (cg) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice during use during prime; the patient was not connected. The cg stated that the supply bag was connected to the final line, so she disconnected it and reconnected it to the supply line. The baxter technical services representative advised the cg to never disconnect and reconnect bags, and the cg would start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. The nurse lives with the patient, and she was aware of the incident. Therapy since has been going well, and there were no adverse effects reported in relation to this incident. There was patient involvement but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.